Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. The customer¿s blood glucose (bg) level was displayed as ¿high¿, although a value was not provided. Customer addressed their bg with a manual injection.